Event description:
It was reported that the right ventricular (rv) lead exhibited an inconsistent impedance trend post-upgrade. It was determined that this resulted from a connection issue between the rv lead and the device. The rv lead was revised and re-attached successfully. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 693558; lead, implanted: (B)(6) 2014; icf09b45, lead, implanted: (B)(6) 2002. (B)(4).